Manufacturer narrative:
Reason for reoperation due to deflation. Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time. This is a known potential adverse event addressed in the product labeling.

Event description:
Healthcare professional reported a right side "deflation, wrinkling" and "exchange from textured to smooth breast implants due to the patient¿s concern with the product." Device remains implanted.